Event description:
Patient reported they were injected in the cheeks with two syringes of juvéderm voluma® xc then, four days after injection; their ¿whole face swelled up with puss.¿ three months later, patient was prescribed steroids and antibiotics. Symptoms resolved at that time. Symptoms continue to flare up, product is dissolved, and symptoms resolve for period of time but flare up again. Patient reported having filler dissolved a total of three times. Healthcare professional clarified symptoms appeared approximately a month after injection. Two weeks after symptoms appeared, patient was treated with antibiotics, steroids, xanax, and tylenol. Five days later, labwork performed. 22 days later, patient was treated with 2 ml of hylanex to right and left cheeks. Approximately four months later, patient was treated again with 1 ml of hylanex to left cheek. Approximately two months later, patient was treated with 1 ml of hylanex to right and left cheeks. Symptoms ongoing.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.